Event description:
It was reported that episodes of far-field r-wave over-sensing (ffrwos) which were causing automatic mode switch (ams) episodes were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention was performed. The patient was stable with no consequences.